Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was originally reported as a leak at the connector, however, visual examination of the returned device found the connector to be detached. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the pressure monitoring set was leaking blood at the sampling site.